Manufacturer narrative:
The exact event date was not available, therefore the date 04/01/2025 was used as an estimate. UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working and the pump remained flat. Physician suspects a loss of fluid from the device; therefore, a replacement surgery was scheduled. There were no patient complications.

Manufacturer narrative:
The exact event date was not available, therefore the date 04/01/2025 was used as an estimate. UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis ipp stopped working and the pump remained flat. Physician suspects a loss of fluid from the device; therefore, a replacement surgery was scheduled but was later canceled by the patient. No patient complications were reported.